Event description:
During a cardiac mapping procedure, the catheter became trapped in the mitral valve. Attempts to remove the catheter resulted in partial seperation of the valve. Pt received an artificial valve. Condition of the pt is satisfactory. The physician does not feel that there was any malfunction of the product that might have caused or contrubuted to the event. The product will not be returned by the hospital.